Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Healthcare professional reported right side non-device related implant palpability, non-device related implant visibility, non-device related asymmetry, non-device related wrinkling, and non-device related implant malposition. Healthcare professional additionally reported rupture and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as fold flow opening. Asymmetry-ndr: unable to observe, since it is a medical event. And is not related to the device. Wrinkling-ndr: unable to observe, since it is a medical event. And is not related to the device. Visibility/palpability-ndr: unable to observe, since it is a medical event. And is not related to the device. Malposition-ndr: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observation: no penetrating nick (stress marks). No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare provider reported, non-device related implant palpability, non-device related implant visibility, non-device related asymmetry, non-device related wrinkling and non-device related implant malposition. Healthcare provider, additionally reported, rupture. And capsular contracture, baker grade iii. This record is for the right side. The device has been explanted.